Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the bail covers were broken, that the upper and lower case was broken and contaminated, the battery release, heart block, battery release o-ring, heart wire contacts and heart lead flex were contaminated, the battery contacts compressed, the ring was bent and the liquid crystal display out of specification (missing pixels). The device was to be scrapped in-house. (B)(4).